Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Occupation - unknown, (patient). Analysis of the desktop charger ((B)(4)) found that the connector pins were broken. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of spinal pain. It was reported that the desktop charger connector was loose and the recharger wasn't charging. It was noted that the patient's implant went dead (B)(6) 2018 and the patient lost therapy. No out of box failure was reported and a replacement desktop charger was sent. The patient called back on (B)(6) 2018 to report they had not yet received the replacement desktop charger and they weren't able to turn on their stimulation. They eventually could connect with the recharger and got 8 bars, but the implant had been dead for 3 days, and it was reviewed they wouldn't be able to turn it on until the implant was 1/4 full. The patient noted they had let their battery die 5 times, and they wanted to know if this would damage the device. It was reviewed it would only damage it if it went into over-discharge, and the patient said they did not let that happen. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the replacement desktop charger resolved the issue. No further complications reported/anticipated.